Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time on the pump ran nine minutes behind. Blood glucose level was 202 mg/dl. Customer declined further assistance from tandem technical support and declined to provide additional information regarding the issue.